Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to bacterial infection. Reportedly, the patient had an incisional irritation and came into the clinic for a follow-up checkup after reporting a red bulge overlying the device incision that was warm to touch. The patient denied wound opening, drainage or fever. There were no additional adverse patient effects reported. This ra lead remains in service.